Event description:
During use of the mynx control vascular closure device (vcd), the tip was frayed and could not advance through the valve. There was no patient injury. The device was put aside and the physician used another one. The device storage temperature did not exceed 25 °c. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The tip was check and appeared normal. A competitor's 6fr sheath was used. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device is available for analysis. No other information was provided.

Manufacturer narrative:
During use of the mynx control vascular closure device (vcd), the tip was frayed and could not advance through the valve. There was no patient injury. The device was put aside and the physician used another one. The device storage temperature did not exceed 25 °c. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The tip was check and appeared normal. A competitor's 6fr sheath was used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. The atraumatic tip and sealant sleeve assembly were observed to have been kinked/bent as received. The syringe and procedural sheath were not returned with the device. Per microscopic analysis, the sealant remained in the manufacturing position, exposed to blood, and that the atraumatic tip and sealant sleeve assembly were kinked/bent as received. There was no frayed, split or torn observed in the atraumatic tip, nor in the sealant sleeve assembly of the returned device. A product history record (phr) review of lot f2107704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn¿ was not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the atraumatic tip of the returned device was kinked/bent, which may have contributed to the reported incident. The exact cause of the reported event could not be conclusively determined. Procedural factors and handling process may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to discard devices that are damaged. Neither the phr review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.